Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the bolus was not delivering, no alarms going off, discoloration on screen making difficult to see/operate, had rejected new batteries, buttons must be pressed multi times to work. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was not performed. Customer reported an issue with the pump display. Customer reported receiving a battery failed alarm. Customer reported a keypad anomaly and/or stuck button alarm. No harm requiring medical intervention was reported. The customer will continue use of the device. No product return is required for mmt-1780kpk.

Manufacturer narrative:
No screen (discoloration) noted during visual inspection. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08700 inches. The pump was monitored, no missing segments/partial display and failed battery alert/battery failed alarm noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There is no failed battery alert/battery failed alarm recorded in the formatted history file. No unexpected failed battery alert/battery failed alarm noted during testing. On the event date of 02-jan-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 02-jan-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 6.175 u and dailytotalofbolusinsulindelivered = 22 u which is equal to the dailytotalofallinsulindelivered = 28.175 u. All bolus/basal were delivered in auto mode/manual mode. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. In further review of the formatted history file, there were ¿no¿ no delivery alarm/insulin flow blocked alarm or unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 02-jan-2025. However, multiple no delivery alarm/insulin flow blocked alarm were found on 02-feb-2025 and 06-mar-2025 during bolus/basal deliveries. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history noted during testing. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.08 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. The pump passed all the required testing. Cosmetic damage at the screen (discoloration) was not confirmed, however, other cosmetic damage was noted during analysis. Customer alleged for keypad anomaly, audio/vibrate anomaly/absence of alarm, no delivery alarm/insulin flow blocked alarm, missing segments/partial display and failed battery alert/battery failed alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.